Event description:
Event description guidant received information that during implant the patient had high defibrillation thresholds and developed an pneumothorax. The physician believes the collapsed lung contributed to the elevated dfts.